Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has reached end of life after 31 months being implanted. An allegation of premature battery depletion has been made. No adverse patient symptoms were reported.